Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. (B)(4). Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found foreign material on lens surface (residue on lens) and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
(B)(4)